Event description:
It was reported that the customer was hospitalized for a heart attack and dka. It was indicated that the customer did not change out the set and site prior to the event. The contact stated that the customer had been hospitalized two weeks ago for a bleeding ulcer and hbgs. A few days after being released from the hosp, the customer returned due to a heart attack and dka. The customer is being treated with an insulin drip.